Event description:
Adverse event(s): no patient injury reported (no consequence or impact to patient). Product problem(s): "the touchscreen was unresponsive during surgery" (no display or display failure). The customer reported the touchscreen was unresponsive during surgery. The surgeon was able to complete the case with the same system. The system was switched out for the following cases. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found the calibration program would not run. The touchscreen was replaced and will be sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).